Event description:
A part of the device was pushed out during use. The part fell onto the pt. The surgeon picked up the part, replaced it and the surgeon was able to use the device to twist the wire as designed. No pt or user was harmed as a result of this issue. The concern is that if the surgeon did not notice the part, and if it fell into the wound, there is a small chance that it may have ended up inside the pt.

Manufacturer narrative:
Kardium reviewed parts from the same manufacturing lot and were able to trace the problem to a manufacturing error whereby the device was not built to the specifications by the contract manufacturer. Specifically, a part was not installed correctly by the contract manufacturer. Corrective actions have been implemented, whereby the manufacturing processes as well as the quality control processes supporting them have been updated to prevent this issue from re-occurring. To prevent a recurrence of this event in the field, existing inventory is being inspected and any non-conforming product is being replaced. In addition, sales representatives and distributors have been notified of the issue and provided with instructions on how to inspect devices for the manufacturing error. The error is easily noticeable by inspection.